Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device camshaft and expulsors, which were determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The camshaft and expulsors were replaced and the device passed all testing.

Event description:
It was reported that during testing the pump under-infused at 14 ml. There was no patient involvement and harm.